Event description:
The caller stated that his customer had a tracheostomy tube and the cuff was not holding air. The tracheostomy tube was in use from (B)(6) 2010 to (B)(6) 2010. The pt required recannulation with another tube that was not a part of routine trach changing. The caller does not know if the cuff was pre-tested, how much pressure was used to inflate the cuff, or if the pt is on a ventilator.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.